Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. No additional information was provided.